Event description:
It was reported that the patient felt a lot of stimulation in the abdomen. The patient underwent a revision procedure wherein the ipg was replaced, and the leads were repositioned. The patient was doing well postoperatively and the explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 20291128/18765850.